Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 2002. Subsequently, a revision procedure was performed on (B)(6) 2013, due to loosening of the femoral stem and pain. It was noted intraoperatively that improper cementing technique had been used.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Date implanted - 2002, exact date is unknown . Manufacture date.